Manufacturer narrative:
Field follow-up reported the explanted (or partially explanted) right ventricular lead has been lost, and thus is not expected to be returned for laboratory analysis. Should the lead be returned at a later date, this event will be reopened and updated. At this time, our investigation is complete.

Event description:
Boston scientific received information, that in may 2009 this right ventricular (rv) lead showed signs of subclavian crush; see report 2124215-2009-10554. In (B)(6) 2012, it was noted that the right atrial (ra) lead (model/serial 4480/(B)(4)) was also fractured. The patient was not symptomatic to the fractured leads. A surgical procedure was performed in (B)(6) 2012. This lead was partially removed with the remaining lead segment surgically abandoned. The expected portion is expected to be returned to boston scientific for analysis. The ra lead was completely surgically abandoned. A new ra and rv leads were successfully implanted.

Manufacturer narrative:
The explanted portion of this lead is expected to be returned to boston scientific for analysis. To date, it has not been returned. When it is received, it will be analyzed and an updated report will be filed.